Manufacturer narrative:
One fogarty catheter without any attached components was returned for evaluation. The customer report of ¿balloon did not deflate¿ could not be confirmed. The balloon and balloon windings were visually inspected and no indication of damage or abnormality were found. The balloon did not inflate due to occlusion. Balloon inflation lumen was found to be completely occluded inside the "y" fitting. Cut down was performed on the "y" fitting and there was clear material in the balloon inflation lumen. A sample of the occlusive material was sent to chemistry for testing. Balloon testing was performed with a lab syringe. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon deflation issue could not be confirmed due to the occlusion of the balloon inflation lumen. A supplemental report will be sent with the chemistry investigation results. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. Ii should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon did not deflate during priming before use. No patient involvement.

Manufacturer narrative:
The clear material found in the balloon inflation lumen was sent to chemistry for energy dispersive x-ray spectroscopy (eds) testing. Results of eds detected the presence of the following elements: iodine, chloride, and silicon. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. During the manufacturing process silicone grease is applied to the stylet wire. Then the stylet is placed in the catheter. In addition, silicone grease is used as a lubricant during the gate valve assembly process. Iodine and chloride are substances commonly used in the hospital setting to inflate the balloon. They are not used in the manufacturing process. The IFU under ¿warnings¿ section states that ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded¿. ¿instructions-purge¿ section of IFU establishes ¿inflate the balloon with sterile fluid or gas to the maximum recommended volume. Pull a vacuum on the syringe. Repeat until all air is removed. Note: for all inflations, use the smallest syringe capable of holding the stated maximum fluid capacity. Attach another syringe filled with sterile, heparinized saline or other sterile solution to the thru-lumen port and purge air from the thru-lumen.¿